Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead would not extend properly during an attempt to reposition the lead. The ra lead was removed and replaced prior to pocket closure and was never in service. The ra lead was tested on the table and the helix would extend but not retract. No adverse patient effects were reported.